Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to her feeling and another device. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2012 and obtained the following information: the patient alleged the issue began in (B)(6) 2012 (time not known). According to the patient, just prior to the start of the alleged meter issue she was experiencing symptoms of dizziness and headache (symptoms the patient associated with low blood glucose). The patient does not recall what her previous blood glucose reading was (with the subject meter) prior to the onset of her symptoms; she does not recall what action she took in response to her previous reading; nor does she recall making any changes to her activity level, meals, or diabetes management that would cause her symptoms. At the time of the alleged issue, the patient reportedly obtained blood glucose readings of "167mg/dl" with the subject meter and "38mg/dl" with her mother's meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. After the alleged issue occurred (time not known) the patient clarified she consumed a sandwich and began to feel better approximately 15-30 minutes later. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted the patient performed a quality control test that passed. Replacement products were sent to the patient. The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. This complaint is being reported because the patient reportedly obtained a blood glucose reading of "38mg/dl" with another device after the alleged meter issue began.